Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they went to the emergency room due to insulin pump not delivering insulin despite infusion set change. Blood glucose level was ranging from 500-600 mg/dl mg/dl. Customer treated the high readings with manual injection. Blood glucose level at the time of the call was 387 mg/dl. Customer experienced symptoms such as tiredness and not feeling good. It was unknown if customer was wearing the insulin pump at the time of the emergency room visit. The insulin pump was not replaced or returned for analysis.